Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was torqueing the extension screw down in the tibial tray to lock down the stem. The tip of the ball driver broke inside the head of the extension screw. The surgeon was not able to remove the screw head, so it was left and the tibial tray was cemented in. The poly was also placed in over top locking into the mushroom. The incident did not create any problems during or after the case. The patient was alert and stable when leaving the room.

Manufacturer narrative:
(H3) the evaluation noted that the fractured ball tip driver reported in the event was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip, which was retained in the head of the stem extension screw. The torque limiting driver used in this case may be in need of calibration and may have contributed to the device fracture. However, this cannot be confirmed because the torque limiting driver was not returned for evaluation.